Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had been seen by a chiropractor and was concerned the device may have been damaged by manipulation. The back pain was not from the device and medication and chiropractic therapy were continuing to relieve the issue.

Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for bowel dysfunction reported that she had been seeing a chiropractor since (B)(6) 2015 and was concerned that something had moved. They had only done manipulation and massage, but she was concerned that they got too close the week prior to (B)(6) 2015. On (B)(6) 2015, the patient had spinal spasms that eased up, seemed to settle in the sacral area, and never totally went away. On (B)(6) 2015, the she had severe back pain in the sacral area which had been increasing for two days. She may go to the emergency room soon for the pain and wanted to know if she could have an MRI. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.